Manufacturer narrative:
Medwatch submitted to the FDA on 08/11/2015.

Event description:
Reported event of "postoperative bleeding requiring revision" found within 3 patients who underwent "implant reconstruction with tiloop bra" in the journal article, "patient-report satisfaction and health-related quality of life tiloop bra-assisted or implant-based breast reconstruction alone." It is unk whether the device remains implanted.